Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient had a blood glucose of 22 mg/dl and was unconscious for an undetermined amount of time. Patient awoke with paramedics at the house and was treated with IV glucose. During troubleshooting, customer support found that the pump had a dim display. This complaint is being reported because the display issue was not resolved and the patient experienced hypoglycemia.